Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed a blurry image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device showed a blurry image. The issue occurred during an unspecified procedure. The procedure was completed, changing the subject device to another of its kind, and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: minor debris under the light guide cover glass. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Regarding the event ¿minor debris under the light guide cover glass¿, the cause was trace to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.